Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
This event is being reported as part of "a retrospective, (B)(4) study evaluating the outcomes for integra skin sheer bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported the subject received integra, with irrigation and debridement, and tendon lengthening on (B)(6) 2012. The subject's wound, which was on the left tma (transmetatarsal amputation) stump, had a surgical etiology. On (B)(6) 2013, the subject had an adverse event of an infection. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken was a course of intravenous antibiotics. This event was deemed resolved on (B)(6) 2013 when the subject was readmitted for a below knee amputation. On (B)(6) 2013, the subject had a revision below knee amputation surgery. There are no additional follow-up visits available.